Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product manufactured before 9/24/2014.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. The right ventricular lead had displayed a trend of high pacing impedance, high capture threshold, and decreased sensing amplitudes. The system was reprogrammed for left ventricle pacing only. The patient was in stable condition and would continue to be monitored.